Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm. The device received intermittent button response due to corroded keypad traces. The insulin pump was received with scratched lcd window. The insulin pump was received with a cracked case display window corner. The device was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received with cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 114 mg/dl. Troubleshooting was not performed. The device was returned for analysis.